Manufacturer narrative:
Patient weight: not applicable as there was no patient contact. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the pre-loaded intraocular lens (iol) did not deploy correctly from the cartridge as the iol stuck to the cartridge. Account provided that the haptic tore off while trying to push the lens through. Further follow-up with the account confirmed that there was no patient contact and the iol failed to load during the preparation stage as the inserter rod passed over the iol in the cartridge. A back-up iol with the same model and diopter size was used to complete the procedure. No further information is available.

Manufacturer narrative:
Product investigation was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 04-feb-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the handpiece was received with cartridge damage that is consistent with a cartridge that had a portion of the tube and the tip removed. Further observation revealed that the lens was received stuck inside of the cartridge. The handpiece was disassembled, and the assembly was inspected, no assembly issues were identified, and no detached haptics were identified. The iol could not be removed without damaging the lens, therefore no product evaluation could be performed on the lens. The complaint issues could not be confirmed, and no product deficiency could be identified. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.